Event description:
It was reported that 589 days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The patient presented with unstable angina. The left anterior descending (lad) had an ulcerated ruptured eccentric plaque in the proximal segment, close to the ostium. The lad then had diffuse luminal irregularities. A second diagonal branch that is of small to moderate size had a mid body 80% stenosis. A 2.75x8mm taxus express2 drug eluting stent was successfully placed in the proximal lad at greater than 10 atms with excellent results. Aspirin and clopidogrel were recommended for a minimum of one year. The patient continued with plavix and aspirin therapy for one year although recently it is unclear whether he has been on this medication and it may have been discontinued. At 589 days post stent implantation, the patient developed chest pain and arrived via ems and was hypotensive en route. In the emergency department he arrested with ventricular tachycardia/ventricular fibrillation on the monitor. "CPR was initiated and they were able to bring him back to normal rhythm however, he had bundle branch block." He was quickly diverted to the cath lab for percutaneous coronary intervention. Subsequent testing showed that the lad was occluded within the proximal taxus drug eluting stent. The physician advanced a 2.0x20 mm balloon of unknown type across the proximal lad. This was followed by several dilatations in the proximal lad within the stented region at low atms which improved antegrade flow. There was still a large thrombus burden in the proximal lad so the physician proceeded with a non-bsc device catheter and suctioning device, obtaining fragments of atherothrombus material. The significantly improved antegrade flow. The physician then delivered a 3.5mm angioplasty balloon of unknown type across the proximal lad at moderate atms with excellent final angiographic results. Final timi grade flow was 3 in the vessel. The patient hemodynamically improved, but remained low with his blood pressure so the physician place d a 40 ml intra-aortic balloon pump in the aorta and proceeded to initiate 1: frequency. The patient's augmented blood pressure was to 100 systolic and the physician was satisfied with the result. The patient was transferred to the ccu in stable condition. The physician recommended aspirin and plavix post procedure.

Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.